Event description:
A journal article was submitted detailing a study to describe the technical aspects, feasibility, and outcomes in children with budd -chiari syndrome (bcs) undergoing transjugular intrahepatic portosystemic shunt (tips) creation during infancy. Patient 8 of the population who had no previous endovascular intervention was reported to have had 3 blocked hepatic veins. The patient was treated with an 8x60 protégé everflex stent. Mmhg reported as 20 before treatment and 4 after. The shunt patency was reported as stenosed. The patient underwent percutaneous transluminal angioplasty (pta) for variceal haemorrhage 5 months post procedure. The patient expired due to variceal bleed 15 months after tips.there is no established or suspected causal relationship between the protege everflex device and the death event.

Manufacturer narrative:
Title: techniques and outcomes of transjugular intrahepatic portosystemic shunting in infants with budd-chiari syndrome author: ashwin deshmukh, ajay jhaveri, aabha nagral journal: journal of vascular and interventional radiology year: 2021 vol/issue: 32 ref: 10.1016/j.jvir.2021.08.023 : average age: majority gender: date of publication journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.